Event description:
On (B)(6) 2014, I had a tah/bso via davinci robot at (B)(6) hospital in (B)(6) for endometrial cancer. I was never told by the surgeon that there were/are any questionable results from the surgery using this device. I am 4 weeks post op and I have continued to experience sharp shooting pains, tenderness to touch my skin, and feeling like large pins and needles are sticking into my skin, in the lowe pelvic, pubic and upper thigh. As I am trying to walk to keep up my strength and stamina post op, walking is painful, as my underwear and clothes rub against my body. The nerve like pain has been on-going, starting up in the area of the incisions/insertion sites of the "arms," and has gradually migrated down my body. However, the area I have mentioned - lower pelvis, pubic and upper thighs - seems to be lingering and has been far more painful much longer than the rest. The more I walk, the worse I feel. This is not helping me with my recovery. I have seen online - sadly I didn't see them prior to my surgery - the recalls and other complaints regarding this device. So I wanted to report my adverse event from this device.